Manufacturer narrative:
This report is submitted on september 11, 2020.

Event description:
Per the clinic, the patient developed an infection at the incision site, and a subsequent extrusion of the electrode lead into the external auditory canal. The patient was hospitalised and treated with medication (specific type, date, duration not reported), and the device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient as of the date of this report.